Event description:
The customer reported that 3 days after an open hcc resection and rf ablation procedure, two 2nd degree burn injuries were observed on the right leg of the patient. The two burns were closely situated and formed into a gourd shape. The burns were treated with ointment. The pad was discarded by the customer.

Manufacturer narrative:
(B)(4). The incident device was discarded by the site and is not available for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.